Event description:
Customer reported their precision xtra meter did not turn on upon test strip insertion. Customer reported experiencing symptoms of blurred vision and headaches. Customer also reported visiting her doctor who diagnosed customer with severe hyperglycemia and treated customer with insulin shot. In addition, customer reported taking her normal oral medication and eating food and drinking tea to counteract her symptoms. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.